Event description:
It was reported that they are not getting good samples when they use the mst11b probes and they are getting consistent vacuum tubing error codes. They checked the cannisters and connections and continue to receive the codes intermittently. There was no pt consequence reported. Case was completed using the unit.

Manufacturer narrative:
Date sent: 9/18/2007. The unit was returned to the analysis site due to the physician had noticed that they were not getting good samples when they use the mst11b probes, and they are getting consistent vacuum tubing error codes. They checked the canisters and connections and continue to receive the codes intermittently. The analysis site confirmed the customer's complaint and found the rotational motor was cracked and the vacuum pump was stalling. To correct the customer's complaint the analysis site replaced the dc motor adapter, the vacuum pump, four pump mount screws four fender washers, four flat washers, four pump isolation mounts, the vso, the rear lcd housing, the u-handle, a rubber washer and adhesive dots. Per mammotome service manual performed service tests, with no functional faults found. As part of the standard ees service process, replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motor. The unit has not been returned for service prior to this event. Therefore, no service history review can be done.